Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of myopotential oversensing were noted on the device. The patient will continue to be monitored and was stable with no consequences.